Event description:
Per the provider, the cognitive changes and change in seizure pattern were noted to be unrelated to vns and were more likely due to patient's physiology. No additional relevant information has been received to date.

Event description:
The patient was reported to have had seizures which are different from the patient's normal seizures. Vns magnet was used and helped some with the seizures. Settings adjustment was performed. No additional relevant information has been received to date.